Manufacturer narrative:
Associated files: 1219977-2016-00056, 1219977-2016-00058, 1219977-2016-00059. Engineering analysis: a careful review of all the case details indicates that the icast covered stents used in this case performed properly. All stents were deployed properly and without incident. The 4th icast stent was used to repair a perforation of the external iliac that occurred upon post dilation of a self-expanding stent. This icast covered stent was placed at the location of the perforation and also covered the internal iliac artery when doing so as outlined in the narrative. The narrative of the case details also states "several hours after the procedure the patient developed two cold legs and went back to the o.r. For emergent aorto-bifemoral bypass." The circumstances surrounding this incident are not detailed other than the patient developed two cold legs and went back to the or for emergent aorto-bifemoral bypass. The physician refused to provide a past medical history including co-morbidities and state of vascular disease or prior surgeries of the patient. Also refused was the operative report and imaging. The details provided also indicate that the patient had several more surgeries between (B)(6) 2016. The details into the nature of the procedures have not been provided. There are no specific details to connect the icast covered stents used in this particular case with the patient's condition. Engineering summary: a full review of the 4 catheter lot history records for the devices in question was performed. The records indicate that these lots of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lots must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand a minimum of 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all four lots of catheters quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the four catheter lots of stent delivery systems in question.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Associated files: 1219977-2016-00056, 1219977-2016-00058, 1219977-2016-00059.

Event description:
A patient had an intervention to fix a total occlusion of the left external iliac with a stent. Several hours after the procedure the patient developed two cold legs and went back to the operating room for emergent aorto-bifemoral bypass.